Event description:
The customer reported that the 9800 system would lose the live image during x-ray. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative adjusted the voltage of the workstation, the c-arm and the generator interface circuit board. The system was tested and operates as intended.